Event description:
It was initially reported that the patient experienced an underdose about 6 months ago and visited the ER prior (B)(6) 2008 due to severe pain, altered mental status, and hot/cold sweats. It was stated that "these symptoms occurred for about 4-5 days." It was further stated that prior to the symptoms patient had their pump interrogated by a healthcare provider (hcp). Following the underdose symptoms patient visited hcp, however, the cause was not known to the reporter. Patient at the time was at home and a pump replacement was planned later during the year "due to battery life." It was later reported that the event was related to the programmer; "no warning that pump stopped after delivering a bolus dosage." Patient experienced withdrawal, sweating, chills, increased pain. Intervention was stated as "others" that noted blurred catheter. Patient outcome was noted as no injury resolved without sequela. Drugs delivered were compounded baclofen and clonidine. As of the date of this report it was stated that patient had experienced withdrawal prior to his pump replacement on (B)(6) 2008. It was further added that the hcp had "shut the pump off" which caused the withdrawal. There were no pump alarms at the time. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that in 2007, patient experienced severe withdrawal and reportedly had seizures needing to go to the ER for 5 days; ''almost died.'' It was stated that the pump contained dilaudid and baclofen at that time and that this event happened after a dye study had been performed. ''The pump was changed a year after this event.'' Patient was dissatisfied with the hcp services received over the years.

Event description:
The patient reported that in 2008 before his pump was replaced, the physician injected some dye into the catheter to see if there was blockage; there was no blockage. The patient was sent home. Four hours later, the patient started getting the withdrawal symptoms and they lasted 4 days. The patient went through ¿barbiturate and opioid withdrawals¿. Per the patient, the event was not caused by a malfunction of the device; it was caused by the hcp (healthcare professional) not turning the pump back on after doing the dye study.

Event description:
Additional review determined that information in manufacturer report # 2182207-2007-02882 and # 3004209178-2009-08464 are associated with this event. If additional information becomes available, it will be reported under this manufacturer report #. From 2182207-2007-02882: {it was reported that the health care provider (hcp) gave the patient a single bolus and didn't realize that the pump would go into stop mode, but if the programmer would have alerted him he would have programmed it differently. The patient experienced signs/symptoms of withdrawal which included: tachycardia, increased pain, sweating, and nausea. The hcp stated that the patient had to be hospitalized twice. The patient was treated with fluids and unspecified narcotics. The patient had been receiving low dose compounded baclofen (500 ug/cc) at about 100 ug/day and morphine (concentration unspecified) at 2-3 mg/day and possibly marcaine via the pump. The hcp reported the patient "was okay now".} from 3004209178-2009-08464: {following a catheter dye study, the patient experienced withdrawal. The reason and results for the dye study were not specified. The healthcare provider confirmed that a bolus was programmed but not the continuous mode after the bolus was completed; the patient experienced sweating and increased pain. Once the pump was reprogrammed, the patient was 'okay'. The drug in the pump was compounded baclofen.}

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: unk; programmer model/serial #: unk.

Manufacturer narrative:
The ¿life-threatening¿ box should not have been checked on ¿follow-up #1¿. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).